Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device returned for evaluation was noted to be bloody. Microscopic and tactile inspection were done on the tip, distal shaft, collar and hypotube. Inspection observed numerous kinks in the hypotube and on the distal shaft. The tip was noted to be misshapen and a partial separation at the collar was observed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-apr-2018. It was reported that the device failed to cross the lesion and became kinked. The moderately tortuous mildly calcified target lesion was located middle of the left anterior descending artery (lad). A 145 guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the device did not pass the lesion and was kinked. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable. However, device analysis revealed a partial separation at the collar.